Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post cesarean section, they noticed that the incision site was red. However, there was no swelling, no induration, no exudate, and no pus. They considered this event as a suture reaction, and they cleaned the patient¿s suture and applied wet compress and performed magnetic therapy on the abdominal incision.